Manufacturer narrative:
Approximate age of device is 2 years and 8 months. The event occurred at the university of (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a loss of power to the pump occurred resulting in pump stoppage. It was reported that one of the power cables was not properly connected while the other power cable was simultaneously disconnected. The power cables were reconnected to power and pump function resumed. The cause of the event was reported as misuse of the device system caused by the patient. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be established through this evaluation. The hospital communicated that while one power lead was not properly connected, the other one got disconnected. The leads were reconnected and power was restored. According to the account, this event occurred due to misuse of the device which was caused by the patient. The device remained in use supporting the patient following the event and operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.